Event description:
This complaint was created to capture the previous hip replacement due to infection. Doi: unk, dor: unk, affected side: unk.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H10: previous reporting of the unknown hip was done in error. There is insufficient information within the information provided to depuy to identify which device(s) (depuy synthes or non-depuy synthes) are associated with the reported complications. Follow-up was conducted and no new information was available. It has been determined that the patient has unknown components of an unknown manufacturer.